Manufacturer narrative:
On 1-feb-2022, the product investigation was completed as the complaint device was not returned. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 17983578 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a preface® guiding sheath with multipurpose curve. There was a bubble in the tube. There was a bubble an in the tube, although flushed, it could not be removed. This occurred when preparing, before the start of the procedure, was ongoing. The procedure was completed by flushing the tube, but the issue continued, so sheath was changed, procedure was started as normal. The procedure was completed without patient's consequence. Air was not being introduced into the patient. The physician did not performed any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Air flow into side port is MDR-reportable.